Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the customer being hospitalized twice for high blood glucose values, over 400 mg/dl. The first hospital visit was reported as (B)(6) 2014 and the second time was (B)(6) 2014. Troubleshooting found the insulin pump apparently working as designed. The mother reported the customer using both the insulin pump and manual injections while being hospitalized. Due to site issues including soreness, it was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional, and also to monitor the situation and to call the helpline back if the high blood glucose returned. Customer's recent blood glucose value was 158 mg/dl. No further information was provided.